Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.